Manufacturer narrative:
The insulin pump had unresponsive button due to damage on up/down arrow dome switch button. The insulin pump had damage and torn overlay keypad, broken battery tube threads, broken belt clip slot, stripped coin slot battery cap, missing end cap sticker, missing address/serial label, cracked on reservoir tube lip and scratched on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not performed. The device was returned for analysis.